Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30682082m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a supraventricular tachycardia (svt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter. The patient suffered a heart block requiring surgical intervention. It was reported that during the procedure, a secondary heart block was noticed. There were no visible signs on the patient. The heart block was confirmed on ECG. No medical intervention was provided but the patient was set up for a pacemaker implant. The patient was reported to be in stable condition the entire time. The physician did not comment on what may have caused the heart block. Additional information was received on the event. It was reported that the physician did not directly comment on the cause, but it was implied that it was related to the procedure. According to the information available to the reporter, the patient¿s ECG remained unchanged at baseline, but is now supported from the implant of a permanent pacemaker. The patient has a history of heart surgery.